Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alarm occurred due to a critical motor stall. It was unknown initially if it had recovered. It was reported as unknown if diagnostic testing or troubleshooting occurred, if the issue was resolved or the cause determined. The patient¿s status at the time of the event was unknown as well as if the patient experienced any symptoms. The device was reported as implanted but out-of-service and was to be replaced in the future. This device system delivered morphine and catapressan. However, the logs indicated the pump had a motor stop and the stopped pump period may have exceeded tube set. The logs also indicated the pump delivered sufentanyl and catapresan. It was further reported that the cause of the motor stall was not known. The pump was explanted on (B)(6) 2015. The patient received a new pump and was currently doing ¿fine.¿ should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.